Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and enlarged left atrium (la). A mitraclip xtw was inserted and placed on the valve. However, while establishing final arm angle (efaa), the clip continuously opened from 0 degrees to 45 degrees. Troubleshooting was performed but was not successful. Therefore, the clip delivery system (cds) was removed and replaced. One clip was implanted, reducing the mr to a grade of 2+there were no adverse patient effects and no clinically significant delay in the procedure.